Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
An event involved a smallbore quadfuse ext set w/4 microclave clear clamps where it was reported from a registered nurse that one of the ports on the quad set connected to patient had a broken luer lock. The writer noted the same and changed the entire line and extension set. To writer's knowledge port wasn't used and unsure who connected the extension set and unknown whether it was broken when it was connected or broken after use. There was a patient involvement, and no harm reported.